Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred during a bolus. The user's blood glucose level ranged from 122 mg/dl to 224 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.